Event description:
During ptca a euphoria 3.0mmx15mm was inflated in the coronary vessel using an inflator device. The balloon stayed inflated as the md tried to deflate the balloon. An st elevation occurred on EKG. Md discontinued the inflator device and attached a syringe to perform a negative pull to deflate the coronary balloon. The balloon stayed inflated and md successfully pulled guide, guide wire and coronary balloon out. St elevation resolved.